Event description:
It was reported that in early 2013, the patient noticed that her pump was dislodged; she could spin it almost freely in her abdomen. It was protruding and was very painful. The patient¿s hcp (healthcare provider) told the patient to leave it alone as he was still able to fill it when needed. Additional information has been requested, but it was not available as of the date of this report

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).